Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the prime test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin squirted out during the priming process. The insulin pump also alarmed during the prime/rewind process. The blood glucose reading is 226 mg/dl. The drive support cap is protruded. Nothing further reported.